Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.